Event description:
It was reported the patient's lead migrated following a fall. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2019 during which the existing lead was re-positioned, restoring therapy.